Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number :15489 were returned and analyzed. The received patient data file showed the date is erroneous with several valid patient files from 01.jan.2001 returned and attached. This may indicate the central processing unit (cpu) board battery was empty. One patient file was received. The patient file showed eight applications were performed using the balloon catheter. One of the files did not show any system notice on the date of 01/01/2001. Additional files showed system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" on the date 01/01/2001. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Smart chip verification showed irregular date, date: 01-01-2001. During functional testing, the console terminated the application and triggered system notice 50005. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.25 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a breach and kink/twist observed on the guide wire lumen triggering the system notice 50005. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.